Event description:
A patient reported blood glucose results of "174 mg/dl" with a lifescan meter and "240 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl. The check strip test passed (97/82-108). Patient had expired control solution and as a result the test performed in 2002 can't be considered a valid quality control test.